Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer declined follow-up troubleshooting with tandem technical support for the load fill tubing issue, therefore no additional information could be obtained. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.